Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. It was also found changing the alarm and infusion set did not resolve the issue. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarms noted. Insulin pump had cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.